Manufacturer narrative:
The c320 capacitor is found on channel three on the network interface card (nic) board. This capacitor does not tie directly to the five volt line and is known to have an inherent low tolerance to vibrations and agitation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2018-00651.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, capacitor c320 failed. There was no patient involvement.